Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history cannot be performed, due to the lot number not being provided. The patient effect of hematoma is listed in the electronic perclose prostyle instructions for use as potential adverse events of use of the device. The investigation was unable to determine a conclusive cause for the reported difficulty; however, the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Date of event, concomitant medical products: date estimated. The device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
It was reported via a tweet that a prostyle device was used. Reportedly, "first impression with new perclose is you have to be very quick after removing the device or else you get a significant bleed from around the black tube portion! I think there is a bigger difference in size between the metal portion & the black portion than the original perclose." And replied to their tweet saying "correction: during removal not after removal of the device." Additional information was received: the prostyle device was used in the right common femoral artery via a 6f sheath after a st-elevation myocardial infarction (stemi) interventional procedure. Reportedly, there was no excessive bleeding; however, the noted bleeding was managed by pulling the long blue suture and taking device out quickly. A 3 cm hematoma was noted which was treated by evacuating the liquid. Hemostasis was achieved with the sutures of the same prostyle device. No additional information was provided.